Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: engineering and quality were not able to verify the customer complaint. The device history record for the unit(s) listed in this complaint under lot code/work order: (B)(4) on (B)(6) 2015. A total of (B)(4) were produced of this lot. All were inspected 100% per inspection checklist. Conclusion: in summary, engineering and quality were not able to verify the customer complaint. It seemed as though the customer was complaining about the roll-over capability in the locking swivel mechanism at the index knob. Upon inspection of the returned device per inspection checklist functionally and visually; its roll-over capability was inspected as suggested on functional check #2. The torque read: (B)(4) in-lbs. No root cause can be attributed at this time. CAPA was issued to develop inspection criteria with focus to the skull clamp lock.

Event description:
Excessive play in the locking mechanism was reported. There was no patient contact, no patient injury, or delay in surgery.